Event description:
It was reported to medtronic neurosurgery that the pt developed an infection, so the device was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies.